Manufacturer narrative:
Additional information received: a.2. Age at time of event: 34 years. A.3. Sex: male. A.4. Weight: 59 kilograms, h3 other text.

Event description:
Material no: 515070, batch no: 1904103. It was reported that during use of the bd phaseal optima connector (c35-o) the injector and connector separated. The following information was provided by the initial reporter: "primary line was running on inpatient adult oncology unit. It was a "three combo" along with an anti siphon valve. It was hung at 1:30 am on (B)(6) and disconnected (B)(6) at/around 7:30pm. After shift change-nurse discovered the patient had the two pieces in his hand. Patient stated they came apart. Nurse-put them back together, stated she heard them click-- it "popped apart" nurse then tried to flush it, it "popped apart" again. Nurse then retrieved two new connectors and it has worked fine since. I have been made aware that on the primary IV set, at the distal end they are using an antin siphon valve and then have the injector connected to it. Using it for outgassing purposes."

Manufacturer narrative:
H.6. Investigation: one connector in its original unopened package was returned to our quality engineer for evaluation. The product was visually inspected, no defects or damage was identified. Testing was completed, engaging and disengaging the connector and a sample injector from lot 1906101 . In all cases the product functioned as intended and the failure could not be replicated. Four retained injector samples of the same lot were used for additional evaluation. The same testing was performed, engaging and disengaging the device from sample connectors and again the product functioned properly in all units observed. A device history review was performed for lot 1904103, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Product is visually and functionally tested throughout manufacturing according to procedure, ensuring the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
Material no: 515070, batch no: 1904103. It was reported that during use of the bd phaseal optima connector (c35-o) the injector and connector separated. The following information was provided by the initial reporter: "primary line was running on inpatient adult oncology unit. It was a "three combo" along with an anti siphon valve. It was hung at 1:30 am on (B)(6) and disconnected (B)(6) at/around 7:30pm. After shift change-nurse discovered the patient had the two pieces in his hand. Patient stated they came apart. Nurse-put them back together...stated she heard them click-- it "popped apart" nurse then tried to flush it---it "popped apart" again. Nurse then retrieved two new connectors and it has worked fine since. I have been made aware that on the primary IV set, at the distal end they are using an antin siphon valve and then have the injector connected to it. Using it for outgassing purposes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
Material no: 515070, batch no: 1904103. It was reported that during use of the bd phaseal optima connector (c35-o) the injector and connector separated. The following information was provided by the initial reporter: "primary line was running on inpatient adult oncology unit. It was a "three combo" along with an anti siphon valve. It was hung at 1:30 am on 8/20 and disconnected 8/21 at/around 7:30pm. After shift change-nurse discovered the patient had the two pieces in his hand. Patient stated they came apart. Nurse-put them back together...stated she heard them click-- it "popped apart" nurse then tried to flush it---it "popped apart" again. Nurse then retrieved two new connectors and it has worked fine since. I have been made aware that on the primary IV set, at the distal end they are using an antin siphon valve and then have the injector connected to it. Using it for outgassing purposes."